Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red skin irritation underneath the lifevest electrodes. The patient was in a nursing home when she developed the irritation. The patient's nurse reportedly used coffee filters to dry out the sites of the irritation, but the irritation did not improve. Further follow-up attempts on the patient's skin irritation were unsuccessful. The patient discontinued use of the lifevest. The medical outcome of the skin irritation could not be determined.